Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken ventricular connector. It was also indicated that the lower case and hanger assembly were cracked. It was also indicated that the main seal and two screws were contaminated. It was also indicated that the display wire insulation was pinched. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
This event relates to user facility medsun report (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken output connector assembly. It was recommended that the epg be returned for service, but the current status of the epgs is unknown. There was no patient involvement.